Manufacturer narrative:
An evaluation of the device cannot be performed. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report.catalog numbers and lot codes of other devices listed in this report:cat # unk lot # unk description: patella.cat # unk lot # unk description: tibial tray. Cat # unk lot # unk description: femoral condyles. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. (B)(4).

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~1.9 y. The femoral condyles, patella, tibial tray, and polyethylene tibial insert were revised.

Event description:
The arthoplasty was revised due to infection. The componenets were implanted in situ for ~1.9 y. The femoral condyles, patella, tibial tray, and polyethelene tibial insert were revised.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon insert was reported. The event was not confirmed. An image of the tibial insert that was supplied; scratching, third body indentations and extraction damage on the articulating surfaces of the tibial insert was observed. The distal are reveals damage created during the extraction process. Identification of the catalog number was not possible as it is not clear on the supplied image. Dimensional and functional could not be performed as no items associated with the event were returned or made available for evaluation. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.